Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31july2019. Manufacturer's field service engineer (fse) was dispatched to the site and evaluated the unit. Fse reviewed the unit's diagnostic log and verified error code for backup alarm failed at power on self-test (post). Fse replaced the power management board to resolve the reported issue. The part was returned to the manufacturer for investigation: the power management (pm) pcba was tested and no failures were identified. The 1104 error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had a problem with the mainboard. The customer reported there was no patient involvement.